Event description:
The customer reported a collimator iris pot error. This error disables x-ray functionality on this system. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.